Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was under-fill or low draw of a tube with blood and molding defect (short shot). This underfill event occurred 2 times. The molding defect event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the safety cap, rubber plug and tube body are not tightly buckled and tilted, resulting in insufficient negative pressure and insufficient blood collection.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 70 retention samples from bd inventory were evaluated by visual examination and 10 retention samples by functional testing and no issues were observed relating to molding defect or underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of molding defect or underfill . Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube k2edta plh 13x75 2.0 plbl lav cn there was under-fill or low draw of a tube with blood and molding defect (short shot). This underfill event occurred 2 times. The molding defect event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the safety cap, rubber plug and tube body are not tightly buckled and tilted, resulting in insufficient negative pressure and insufficient blood collection.